Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for non sustained lead noise. Upon review of the episode, mismatch of the far-field and the near field signal was observed. In certain instances, pvcs and short bursts of fast ventricular rhythms were also detected as non-sustained lead noise due to the mis match. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.